Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01322 addresses the other device.it was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen electrode were used during a kidney rfa (radiofrequency ablation) procedure performed on (B) (6) 2010 ((B) (6), male patient).according to the complainant, one week post procedure, the patient suffered two burns on his thigh; one was 5x2 centimeters and one was 3x2 centimeters.the patient has recovered from the burns.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information: the account indicated that there were no visible issues with the leveen electrode. Additionally, roll-off was achieved after 38 minutes at 190 watts. The severity of the patient's burns were reported to be 2nd degree with blistering. The patient was sent to wound care and had the affected area treated with debridement and the application of hypafix tape.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B) (4)

Manufacturer narrative:
(B)(4).